Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal segment of the lead was returned to the manufacturer and analyzed. The distal conductor was fractured. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism.

Event description:
The distal segment of the right atrium (ra) lead was removed electively, returned to the manufacturer for analysis and subsequently tested out of specification. No patient complications have been reported as a result of this event.